Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the driveline being briefly disconnected was confirmed via the submitted log file. The submitted controller event log file contained data spanning 2 days (30sep2024 ¿ 01oct2024 per the timestamps). 04:57:41 on 01oct2024, a sudden decrease in estimated flow was captured, resulting in a sustained low flow hazard alarm. The driveline was disconnected on 01oct2024 at 6:33:15, resulting in the pump stopping; driveline disconnected and pump off alarms activated at this time in addition to the sustained low flow hazard alarm as intended. The driveline was reconnected at 6:33:18 on 01oct2024 and the pump regained the set speed without issue. Additional low flow hazard alarms were active after the driveline was reconnected. The driveline was disconnected again at 07:03:28 on 01oct2024, consistent with the removal of device support following the patient's death. No other notable alarms were active in the log file. The pump maintained a speed within the expected range while the driveline was connected. The observed low flow hazard alarms are addressed under the pump investigation. The root cause of the reported driveline disconnection event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. G), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline disconnected, pump off, and low flow hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. G) section 2 ¿how your heart pump works¿ states ¿the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power¿. The patient handbook also warns ¿do not disconnect the modular in-line connector or the pump will stop¿. This section also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. This section also explains how to replace the running system controller with a backup controller and instructs the user not to attempt to change the system controller without having a trained, competent caregiver by their side to assist. The user is instructed to follow all alarm instructions, including calling the hospital. Heartmate 3 instructions for use (IFU) (rev. G) section 2 ¿system operations¿ states ¿if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation.¿ section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. This section also explains how to replace the running system controller with a backup controller and instructs the user to ensure that patients understand the need for having a caregiver present during a controller exchange and that all labelling instructions are followed, including calling the hospital contact. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that further review of the submitted log files captured a driveline disconnect and subsequent pump stop on (B)(6) 2024 approximately 1.5 hours after a sudden decrease in estimated pump flow. The driveline was reconnected approximately 3 seconds later and the pump regained speed without issue.